Event description:
Arthroscopic surgery in the left knee was done for repair of the anterior cruciate ligament (acl). No problems were noted during the case, but post-operative x-rays showed a metal fragment to be in the knee. A second surgical procedure was done to remove the piece of metal from the knee. The fragment was found to be from an arthroscopic drainage cannula tip.